Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver display screen became frozen. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and it passed. The receiver did passed the charge and boot test. The receiver log was downloaded, reviewed, finding no errors related to the complaint. The receiver failed button test on functional test station. The receiver was stuck on the date/time screen and it was not possible to navigate off of it. The receiver case was opened for an interior inspection and it failed. An activated moisture detection sticker and moisture damage to ui board was observed during interior inspection. The complaint of receiver display screen becoming frozen was confirmed. The root cause was found to be moisture damage.